Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump was not visible. The device was controlled using the central control monitor. No other details regarding the nature of the event were provided. The user reported surgery was completed successfully and there were no adverse consequences to a pt as a result of this event.